Event description:
It was reported that the patient's implantable cardiac monitor (icm) reports were showing many pause episodes. Follow up with the clinic found that the pause episodes were thought to be due to loss of capture of the icm or the icm moving in the pocket. It was noted that no intervention was required because the device seems to have settled in the pocket and the pause episodes are no longer appearing on the reports. The icm remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).